Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor smooth round moderate profile 325cc saline breast implants, catalog number 3501650, lot number 271812, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated after implantation. The issue confirmed by physical examination. As a result patient underwent bilateral removal and replacement with right catalog number 3542645, serial number (B)(4), lot number 7377337 and replacement device for the left side, catalog number 3542645, lot number 7377337, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 4/21/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/26/2018, additional information indicated that the date of event is (B)(6) 2017. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device. Product evaluation team observed a crease on the anterior and posterior aspect, a rent measuring 0.1 cm was also observed on the anterior aspect within a crease. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. As a result, the product evaluation team has concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).